Event description:
Pt had a positive antibody screening but antibody identification was not conclusive at the panel stage using 0.8% resolve panel a, lot 8ra149. The antibody in pt sample was weak reacting with same fy(a+/b-) cells and the technician did not perform adequate testing to resolve the true specificity. The physician requested cross-matched blood and he signed a release for immediate transfusion prior to complete antibody identification. A reference laboratory idenified weak anti-fya antibodies in the pt sample. The units of blood used for transfusion were fya positive and the pt experienced a mild transfusion reaction (dat positive). The 0.8% resolve panel a kit performed as expected however the techncian misinterpreted the antigram and did not identify the pt sample as positive for anti-fya antibiodies.